Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements which suspecting a micro dislodgement. Additional information indicated that in follow up appointment with patient the rv thresholds remain within normal limits. As of this time, this lead remains in service. No adverse patient effects were reported.